Event description:
Medtronic received information via literature regarding two patients who underwent transcatheter aortic valve implantation (tavi) of a medtronic bioprosthetic valve. Case 2: an (B)(6) patient ((B)(6), gender not provided) with symptomatic aortic stenosis underwent implant of a 26-mm evolut r ( unique device identifier not provided). Later, due to the presence of complete atrio-ventricular block, a permanent pacemaker was implanted. The post-implant clinical course was complicated by acute cholangitis and was subsequently transferred to a rehabilitation facility on the fourteenth postoperative day. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: toscano et al. Use of pectoralis type 2 block (pecs ii) for awake trans-subclavian transcatheter aortic valve replacement: first experience in two cases. J cardiothorac vasc anesth. 2022 may;36(5):1401-1405. Doi: 10.1053/j.jvca.2021.02.034. Epub 2021 feb 15. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.